Manufacturer narrative:
Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported right side pain. Patient is experiencing "stresses, emotional instability", "shows severe psychic alterations due to the news on the recall and lymphoma." Patient also experiencing "unspecific symptoms as eye dryness", which is not device related. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.

Event description:
Healthcare professional reported right side pain. Patient is experiencing "stresses, emotional instability", "shows severe psychic alterations due to the news on the recall and lymphoma." Patient also experiencing "unspecific symptoms as eye dryness", which is not device related. The device has been explanted.